Event description:
While treating an infant with the model 3100a, the operator noted a burning smell coming from the device. The patient was placed on a conventional ventilator and there were no statements from the user of any compromise to the patient.